Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Method: lens work order search. Results. Visual inspection of the returned product found a half of both haptics and half of the optic are torn off and missing. The optic has a light scratch. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion. An investigation of the root causes of lens damage, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/ cartridge direction for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, work order search and the eval of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Number # (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The surgeon noticed there was a scratch on the lens after insertion into the eye. The surgeon cut the lens to remove from the eye with no pt injury. The lens was damaged during this case. Cause of scratch is unk.